Event description:
Reportedly, three patients undergoing phototherapy treatment were found to have sunburn at their follow-up appointments. They did not require treatment. The phototherapy booth was closed and underwent full maintenance including replacement of the sensors and uvb lamps. The phototherapy booth was re-opened.